Manufacturer narrative:
UDI # (B)(4). Multiple requests for additional information and for product return have been performed. The healthcare provider has not returned the explanted valve or provided any additional information at this time. The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Of note, this pericardial mitral valve was initially used off label as it was implanted in the tricuspid position. Per the instructions for use (IFU), "the carpentier-edwards perimount magna mitral ease pericardial bioprosthesis model 7300tfx is indicated for patients who require replacement of their native or prosthetic mitral valve." Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an (B)(6) registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that a 29mm 7300tfx mitral valve, implanted in tricuspid position, was explanted due to unknown reason after an implant duration of one year and nine months. The explanted device was replaced with a 31mm 7300tfx mitral valve. Patient post-operative status noted as in recovery.

Event description:
Edwards implant patient registry received information a 29mm 7300tfx mitral valve implanted in tricuspid position implanted one year, nine months, was explanted due to recurrent endocarditis, leaflet motion restricted, vegetation, moderate to severe stenosis, and moderate regurgitation. The explanted device was replaced with a 31mm 7300tfx mitral valve. Patient was discharged to rehab facility in stable condition on pod #6. Per medical records patient presented with severe right heart failure, severe mitral stenosis, severe right atrial enlargement and severe svc dilation and underwent redo-tvr and pfo closure. Intra-op echo showed a well-seated replacement valve with no perivalvular leak.

Manufacturer narrative:
Additional manufacturer narrative: the device was returned for evaluation and demonstrated vegetation like growth. This suggests that this valve was possibly explanted due to endocarditis. Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.